Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. Moisture damage was found on the display board. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer stated that there was a button error and none of the buttons seemed to be responding. The blood glucose reading was 192 mg/dl. The patient was wearing really wet shorts. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.